Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: t60a1b ipg, implanted: (B)(6) 2005.

Event description:
It was reported that during a procedure, the right atrial (ra) lead was unable to be removed from the implantable pulse generator (ipg) header. The physician thought that the set screw was missing from the grommet. The header was destroyed in order to remove the ra lead. The ipg was explanted and replaced and the ra lead was capped and not replaced as it was no longer needed. No patient complications have been reported as a result of this event.